Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept suspending due to inaccurate sensor glucose. The patient's sensor glucose was 54 mg/dl and the blood glucose was 223 mg/dl, but the pump suspended. The customer removed the sensor and the cannula was bent. Three sensors will be returned for analysis and three replacement sensors were shipped to the customer.